Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. The patient reported that she wasn¿t feeling stimulation and thought it might have been due to a security screener at the social security office which may have shut the ins off. The patient turned the ins back on and it is set at 2.5 but thought it was supposed to be set around ¿4 something¿. She was unable to increase stimulation. The manufacturer helped the patient increase stimulation to 4.2. The patient had not been able to increase before because she did not have the antenna over the ins site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.